Event description:
Procedure type: tumor removal. According to the reporter: the customer reports that during a procedure through coelioscopy for a kidney tumor, 2 clips fell in the left kidney artery, which lead to a massive hemorrhage with an arterial tension decrease. The coelioscopy had to be converted to a laparotomy to stop the hemorrhage. Actions taken: hemostasis, vascular filling, vasopressor treatment (blood loss: 600ml).

Manufacturer narrative:
(B)(4).